Event description:
It was reported that during a da vinci procedure, the surgical staff noticed that the jaws of the prograsp forceps instrument stopped opening and closing. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigations was unable to confirm the customer's reported complaint that the jaws of the instrument stopped opening and closing. There were no problems found with opening and closing of the grip of the instrument. An additional observation not reported by site was that the instrument pitch cable was broken at the distal clevis hub of the instrument. The cable segment that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that the instrument clamping pulleys were corroded /contaminated. The corrosion was found on the clamping pulleys and by the bearing area with orangey residue. Failure analysis investigation concluded that the corroded/contamination damage may be due to likely improper cleaning. The instruments and accessories user manual specifically states:general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported by site was that the instrument main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. No other damages were found on the instrument. This complaint is being reported due to the following: the pitch cable was broken at the distal clevis hub of the instrument and the instrument main tube had scratch marks/abrasions. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.